Manufacturer narrative:
(B)(4) no longer applicable to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient. The caller reported that the patient has not gotten any pain relief since they were implanted. They stated that the patient did get some relief, but is still experiencing pain. The caller noted that they have worked with 3 different manufacturing representatives (reps), but just haven¿t found the ¿sweet spot¿ yet. They stated that they have tried all of the programs and groups available, but that has not resolved the issue. The caller indicated that if the patient increases their stimulation, they get tremendous amounts of impulses in their leg. They noted that the patient needs stimulation to target their lower back where their pain is. The caller stated that they are now in florida, and will need to find a rep to help program the patient. Additional information received from the rep indicated that they spoke with the patient, and are working on scheduling a time to meet for reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient that was implanted with an implantable neu rostimulator (ins) for spinal pain and post-laminectomy pain. It was reported that the patient¿s device was not working and they needed help. The patient was redirected to their doctor. No further complications were reported or anticipated.